Event description:
It was reported to clinical engineering that conmed vcare medium was opened to the sterile field. Doctor went to test the balloon and it had a hole in it. Device taken off the sterile field and placed in soiled utility for pickup. No harm came to the patient and the device will be returned for failure analysis. Manufacturer response for cannula, manipulator/injector, uterine, vcare (per site reporter). The device will be returned for failure analysis. The manufacturer's response will be shared with medsun when it becomes available.